Manufacturer narrative:
G4: this product is not marketed in united states but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a bone cement being used for spinal therapy. It was reported that the liquid in the bottle was not liquid but gel-like. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received stating that the procedure being performed was kyphoplasty and that the event occurred before augmentation/ mixing of the cement.